Event description:
It was reported that during a hemorrhoidectomy, the device "smoked", the shears had a broken blade. There was no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the distal tip of the blade broken off and was returned with the instrument. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.